Event description:
On march 30, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the arietta 850 panel went blank except the patient ID and probe button, they were still lit up blue, but the image was lost. The staff was able to select probe and preset. The issue occurred twice during the procedure. The procedure was completed successfully with the same scope, cables and tower set-up. There was no patient injury or harm reported with this event. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.